Event description:
Valiant stent grafts were implanted in patients during the endovascular treatment of thoracic aortic aneurysms on unknown dates. The following adverse events were reported: stroke, occlusion, spinal cord ischemia, paralysis, reintervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undete rmined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; severe intraluminal atheroma and iliac artery access affect spinal cord ischemia after thoracic endovascular aortic repair for degenerative descending aortic aneurysm seike et al, gen thorac cardiovasc surg 2021 oct;69(10):1367-1375. Doi: 10.1007/s11748-021-01593-6. Exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.